Manufacturer narrative:
(B)(4). Date sent: 10/30/2025. D4 batch #: a97u2e. This is an analysis of a set of images submitted for evaluation. The image provided by the customer shows a har distal jaw with the clamp arm damage. Possible causes of the clamp arm damage are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. Based on the photo, the reported event was not confirmed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97u2e, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/2/2025 d4 batch #: a97u2e investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the shaft bent. No functional testing could be performed, as the clamp arm did not open and close and due to the returned condition of the instrument. Our manufacturing process has been reviewed and there is no current evidence of this issue. The image provided by the customer shows a har distal jaw with the clamp arm damage. The device was disassembled to verify the condition of the internal components and no anomalies were found. The damaged on the shaft is related to improper use of the device. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a97u2e, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/09/2025. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the active titanium blade break off? Where any fragments generated? Did the fragments generated fell inside of the device? If yes, were the fragments completely removed from the patient without additional intervention? What efforts were made to locate the pieces of the blade during the procedure? Was the procedure converted to an open procedure as a result of the broken blade? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endometriosis procedure, at the time the surgeon triggered the forceps by dissection and sealing of tissues, it broke the jaw. The device was exchanged. The procedure was completed successfully. There were no patient consequences.